Event description:
The complainant reported that the clinicians were testing the device in preparation of performing a ureteroscopy on a patient. The device was tested outside the patient when it was found, it could not open or close. The clinicians obtained another of the same device and successfully performed the patient procedure. There was no adverse affect on the patient as a result of any delay in treatment. This medwatch report was initiated upon the review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. During this evaluation, it was determined that the device was open, but could not close.

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found one similar complaint reported for lot number 11906862. A functional check found the basket of the device was open and could not be closed. The handle was disassembled from the sheath and basket subassemblies. The basket could not be closed by pulling on the handle cannula. The drive wire did not retract freely within the sheath. The drive wire could retract until the basket was approximately 1/4 closed, then the basket would no longer retract. The inside and outside diameters of the basket cannula and sheath were measured, all measurements were found to be within specification. The inside diameter of the tubing was also within specification, as was the length of the drive wire. The presence of medi-glide lubricant could be felt along the entire length of the drive wire. In conclusion, following the detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint description that the device would not function. Despite the investigation of the returned device, the root cause for this complaint was unable to be determined. No cause for the basket not being able to be retracted into the sheath was found. At this time we are unable to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed.